Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('possible low grade endometritis') in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Previously administered products included for an unreported indication: wellbutrin in (B)(6) 2009 and yaz. Concurrent conditions included ovarian mass, hypothyroidism and hypertension. Concomitant products included bupropion hydrochloride (wellbutrin) for anxiety and depression, lisinopril for hypertension, levothyroxine sodium (synthroid) for hypothyroidism as well as celecoxib (celexa), drospirenone;ethinylestradiol betadex clathrate (yaz), ketorolac tromethamine (nsaid-k) and meclofenamate sodium (meclomen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression/ psych injury"), anxiety ("mental anguish/ psych injury/anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain pelvic") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and flank pain ("right flank pain"). Essure treatment was not changed. At the time of the report, the endometritis, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, fatigue, migraine, nausea, weight increased and flank pain outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding)". Essure procedure note: both tubal ostia were identified easily. The right tubal ostia was then cannulized with the essure device and the essure placed easily. This was repeated on the left. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: endometritis. Menorrhagia, dyspareunia, dysmenorrhea ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received-new event apareunia,fatigue, migraines / headaches, nausea, flank pain, weight gain were added. Concomitant drug and condition, aka name was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('possible low grade endometritis') in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, restless leg syndrome and irritable bowel syndrome. Previously administered products included for an unreported indication: wellbutrin in (B)(6) 2009 and yaz. Concurrent conditions included ovarian mass, hypothyroidism and hypertension. Concomitant products included bupropion hydrochloride (wellbutrin) for anxiety and depression, lisinopril for hypertension, levothyroxine sodium (synthroid) for hypothyroidism as well as celecoxib (celexa), drospirenone;ethinylestradiol betadex clathrate (yaz), ketorolac tromethamine (nsaid-k) and meclofenamate sodium (meclomen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression/ psych injury"), anxiety ("mental anguish/ psych injury/anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain pelvic") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), flank pain ("right flank pain"), autoimmune disorder ("autoimmune disorder") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the endometritis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, vaginal discharge, female sexual dysfunction, fatigue, migraine, nausea, weight increased, flank pain, autoimmune disorder and post procedural complication outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and dyspareunia had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding)". Essure procedure note: both tubal ostia were identified easily. The right tubal ostia was then cannulized with the essure device and the essure placed easily. This was repeated on the left. Patient tolerated the procedure well. Received treatment for-pain, bleeding, autoimmune disorder, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: endometritis. Menorrhagia, dyspareunia, dysmenorrhea ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events- post procedural complication, autoimmune disorder were added. Event outcome of pain and bleeding was updated. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('possible low grade endometritis') in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, restless leg syndrome and irritable bowel syndrome. Previously administered products included for an unreported indication: wellbutrin in (B)(6) 2009 and yaz. Concurrent conditions included ovarian mass, hypothyroidism and hypertension. Concomitant products included bupropion hydrochloride (wellbutrin) for anxiety and depression, lisinopril for hypertension, levothyroxine sodium (synthroid) for hypothyroidism as well as celecoxib (celexa), drospirenone;ethinylestradiol betadex clathrate (yaz), ketorolac tromethamine (nsaid-k) and meclofenamate sodium (meclomen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression/ psych injury"), anxiety ("mental anguish/ psych injury/anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain pelvic") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and flank pain ("right flank pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the endometritis, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, fatigue, migraine, nausea, weight increased and flank pain outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding)". Essure procedure note: both tubal ostia were identified easily. The right tubal ostia was then cannulized with the essure device and the essure placed easily. This was repeated on the left. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: endometritis. Menorrhagia, dyspareunia, dysmenorrhea ". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: essure stop date added. Location of device updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('possible low grade endometritis') in an adult female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: (B)(6) in (B)(6) 2009. Concurrent conditions included ovarian mass. Concomitant products included drospirenone; ethinylestradiol betadex clathrate (yaz) and meclofenamate sodium (meclomen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression/ psych injury"), anxiety ("mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain ("pain pelvic") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the endometritis, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding)". Essure procedure note: both tubal ostia were identified easily. The right tubal ostia was then cannulized with the essure device and the essure placed easily. This was repeated on the left. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: endometritis. Menorrhagia, dyspareunia, dysmenorrhea ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: medical records. The case was upgraded from other event to incident. Event" possible low grade endometritis" was added. Reporter, demographic were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.